Manufacturer narrative:
Initial device evaluation findings completed on 11oct2018: some resistance to bending felt in first 1.5 to 2 inches from tip. Bio-material observed breaking free from tip. Some bio-material on blades. Blades stuck in extended position. Some unknown residue on outside of handle and covering the trigger, likely biologic. Handle disassembled. Trigger was not in home position. Device stuck a quarter of the way through the actuation cycle. Some biologic material observed on spring. Spring was in good shape, no bends or excessive wear marks. Heavy wear on proximal trigger tabs (material worn off). Significantly heavier wear on left tab than right. Some biologics and a plastic shard seen near the spring connect region as well as slide wear on the trigger housing just beneath the pin. Pin had biologics on it. Sliding wear mark on left side of pin (minor and expected). End strain relief took some effort to detach. Drive shaft was completely locked up and unable to rotate. Biologics noted on outer key. Shaft cannot be pulled out of key, out of alignment. The far track tab was very slightly bent. Both tabs appeared to be within working condition. The far tab could not be evaluated fully because the homecam path of the barrel was deformed, causing inability to rotate barrel in the sleeve. Unable to remove barrel from sleeve due to barrel deformation. Home corner intact. Far corner rolled/rounded. Possible oxidation observed on sleeve (bluish-green substance). Heavy biological material in all crevices of sleeve/barrel. Rubbing wear marks from the distal point of the sleeve onto the barrel. Unable to perform drop test. Biological material in both sides of handle. Plastic shavings noted sporadically throughout handle, including constant force spring mounting area and trigger slide-way. Unable to actuate. 18oct2018 further evaluation findings: after soaking the device shaft it still felt gritty and stiff when flexed. No evidence of shaft damage, grittiness due to biologic material observed at tip, blades were in proper position and following the proper path, blades showed signs of heavy use.

Event description:
Problem a philips representative reported that during a cardiac lead management procedure on (B)(6) 2018, the handle of the tightrail 545-511 device malfunctioned during extended heavy use. The blades were not rotating, and the handle made a clicking noise. No patient harm occurred. It was reported that this was a right sided entry into the body, with extreme calcium lesions. The suspect tightrail 545-511 device was returned for evaluation and it was found during evaluation on 11oct2018, that the blades were stuck in the extended position, out of the tip of the device. These evaluation findings made the manufacturer aware that this issue could lead to patient injury if it were to recur, as the blades extending through the tip of the device with the inability to retract them could lead to unintended tissue damage.